Manufacturer narrative:
The service representative reviewed the module logs and recommended the mixer and r1 alinity c-series reagent probe (04s49-01) be replaced. The customer replaced the parts and calibrated the r1 probe which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(6), after the parts were replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe and mixer associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent probe and mixer. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty c-series reagent probe and mixer.

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial=120.62 mmol/l /repeated twice=139.84 mmol/l on (B)(6) 2024 sid (B)(6) initial=114.27 mmol/l /repeated=128.4 and 128.8 mmol/l laboratory reference range for sodium above 18yrs=137 to 145 mmol/l; 6month to 17yrs=138 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial=120.62 mmol/l /repeated twice=139.84 mmol/l. On (B)(6) 2024 sid (B)(6) initial=114.27 mmol/l /repeated=128.4 and 128.8 mmol/l laboratory reference range for sodium above 18yrs=137 to 145 mmol/l; 6month to 17yrs=138 to 145 mmol/l there was no reported impact to patient management.